Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to a diabetic coma and they had a high blood glucose level. The blood glucose at the time of the incident was 565 mg/dl. Before the customer was hospitalized she was stressed about a recent car accident she was in. The customer had the insulin pump on at the time of hospitalization. Troubleshooting was not performed because the customer declined. The device will not be returned for analysis.